Event description:
It was reported that a nim response 3.0 mainframe was ¿faulty¿ intraoperatively. This is the only information provided and there was also no report of patient impact or injury as a result of this event.

Manufacturer narrative:
(B)(4). In response to medtronic¿s request for device return, the device was returned. Evaluation is anticipated but not yet begun. Blank fields on this report are the result of information not being provided by initial reporter. This device is used for therapeutic purposes.

Manufacturer narrative:
Initial reporter did not send a report to the FDA. In response to medtronic¿s request for device return, the device was returned to the manufacturer for evaluation and repair (detailed as follows): analysis was not able to confirm or duplicate the alleged complaint, finding no fault or out of specification conditions directly related to the reported event. However, the software was outdated and upgraded as a result. The device was tested and passed all manufacturing specifications.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.